Event description:
The following incident occurred in nicu. Md order: lipids 16.5cc to infuse over 20 hours. The lipids were piggy backed into the hyperalimentation. The primary rn placed the lipids on standby for 2 hours. When the standby alarm rang, the primary rn was busy with another pt. Another rn started the lipids infusion as previously programed. She saw on the pump "20 hours" for the infusion time. The alarm sounded indicating that the lipids had infused. The primary rn assumed that the lipids had infused in over one hour and at the time of incident did not know that the lipids infused in 20 minutes. After investigation, it was discovered that the primary rn programmed the pump in manual mode. When programing the pump, the pump can be programmed for hours and minutes. After the desired information has been programmed into the pump, the pump is started. The screen display on the pump shows hours-minutes-seconds. The assisting nurse saw on the display screen 00:20:00, assuming that the pump was programmed for 20 hours. The patient received the lipids in 20 minutes not 1 hour.